Manufacturer narrative:
Upon receipt at our laboratory, the device was confirmed to have no telemetry and no response to a magnet. The device case was opened to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing identified a high current drain. Detailed analysis confirmed the high current was isolated to a leaky capacitor which was found to be damaged. In conclusion, laboratory analysis confirmed that the cause of the telemetry issue as well as lack of response to a magnet was a damaged capacitor. This issue has been reported to our manufacturing, design, and test engineering teams and we will continue to monitor field reports for similar findings.

Event description:
It was reported that during a routine follow up it was not possible to interrogate this device and no magnet response was present. The device was explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
This device will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that during a routine follow up it was not possible to interrogate this device and no magnet response was present. The device was explanted and will be returned. No adverse patient effects were reported.